Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy. The customer reported that the transfer set unit was too tight to open, which was noticed before use. There was no patient involvement, injury and no medical intervention related to this event.